Event description:
A 24 mm diameter x 14 mm diameter x 170 mm length talent bifurcated stent graft was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient's arteries were severely calcified and moderately tortuous. A cut down was done on both sides and upon inserting the bifurcated delivery system, it became firmly lodged and was unable to be advanced any further. After some effort, it was noted the device had damaged the right iliac artery. An attempt was made to repair the artery was unsuccessful. The patient became hypotensive and required additional IV fluid. The patient was intubated and sent to the operating room for open surgical repair. The pt is currently recovering in the intensive care unit. There were chest infection complications, otherwise the patient is progressing satisfactorily. No additional clinical sequelae were reported. The device was discarded after the procedure. Please note that this device is distributed outside the united states: however, it is similar to the united states distributed product aneurx aaadvantage stent graft system.

Manufacturer narrative:
.